Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. Additionally, was reported an occlusion alarm occurred. During troubleshooting there was debris around the pneumatic tap. The customer cleaned around the pneumatic tap, changed the pump supplies, and successfully resumed insulin therapy. Lastly, it was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer's blood glucose was 174-197 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm and occlusion alarm issues were verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged minimum fill notification issue could not be verified.